Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. The cgm reading was under 200 mg/dl on the mobile device and the bg meter comparison was not taken at this time. The patient experienced confusion and motor difficulties. The patient¿s family member drove the patient to the emergency room. The emergency room staff checked the patient¿s bg value which was over 400 mg/dl, and the patient was diagnosed with diabetic ketoacidosis. The cgm reading was still under 200 mg/dl at that time. At the emergency room, the patient was treated with unremembered medication and was discharged after several hours. The patient was stable when he left the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e0122 movement disorder. Diabetes mellitus is a known cause of diabetic ketoacidosis.